Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a pulsed field ablation procedure, after the patient regained consciousness. Diplopia and numbness in the right lower limb were observed. It was reported that cerebral infarction had occurred and a thrombus was suspected to be the cause. Improvement was observed for the diplopia and follow-up observation will be carried out for the numbness at a later date. The case was completed with pulsed field ablation. The patient¿s hospitalization was extended but they were later discharged. No further patient complications have been reported as a result of this event.